Event description:
Surgeon inserted screw, but then backed out screw all the way to release fluid from the joint. It was then that he discovered the cracked screw. Screw was one size larger than the tunnel, second screw entered without issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One screw was returned for evaluation and confirmed to be broken at the distal tip of the screw. The lower portion of the screw was dimensionally checked and met print specifications for screw diameter, according to (B)(4) rev j. The failure mode is "screw breakage" and the root cause associated with these failures is "improper technique". The surgeon stated that the bone size tunnel for the procedure is 8mm , while the screw size used is 9mm screw. A review of the nonconformance database was performed and no issues were identified during the processing of this device. Review of the device history records were performed which confirmed no inconsistencies during manufacture. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. This failure cannot be linked to a manufacturing related defect. (B)(4). Support that the failure mode for this part number is less than the predicted dfmea rate, and is within a level of moderate risk that has been identified as acceptable per the dfmea. No further action is required. (B)(4).